Manufacturer narrative:
Service rep inspected unit and unable to reproduce the issue. System returned to service.

Event description:
Customer reported system tracking during procedure was inaccurate by 2mm.